Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 32056 in the system logs. Upon visual inspection no issues were found related to the reported event. The usm was installed onto a test system where components functioned as expected. Usm was installed onto a testing protocol where all relevant testing passed within specification. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a radical transvesical prostatectomy procedure using the da vinci system, the customer encountered repeated non-recoverable 32056 errors on universal surgical manipulator (usm) 1 after the system was cleaned. The caller stated that after the system was cleaned too wet, usm 1 went red with error 32056. The technical support engineer (tse) reviewed the error logs and confirmed the issue originating from usm 1. The procedure was completed as planned with no report of patient injury.